Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported issue was reproduced during service inspection. A root cause could not be identified. Based on the results of the investigation, it is probable the following led to the malfunction: event was caused by a component failure of the ceramic head (insulation beak). It was detected that the ceramic head was loosened. The most likely cause was impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath ceramic distal end was broken. The issue occurred during service/maintenance. There were no reports of patient harm or impact associated with this event.